Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated she removed her tampon and it appeared to contain two pledgets. She indicated that she experienced heavy bleeding after removal. She visited her doctor and was given an ultrasound. Her ultrasound results were normal. She is still experiencing light bleeding and plans to follow-up again with her doctor.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.